Manufacturer narrative:
Device passed displacement test. Device was received with cracked battery tube threads and cracked case at corner of the belt clip rails.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was cracked and it was not delivering insulin. The customer¿s blood glucose level was 270 mg/dl. Troubleshooting was performed for damage and noticed that there was a crack on insulin pump by battery chamber. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.